Event description:
The event resulted in a serious deterioration in the health of the patient, and it resulted in in-patient or prolonged hospitalization. The event had not resulted in medical or surgical intervention to prevent a life-threatening illness, injury, or permanent impairment to a body structure or body function. There was no life threatening illness or injury, and there was no permanent impairment of a body function or damage to a body structure.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014. The following day, examination revealed a dehisced lower lumbar incision. The entire device system was explanted secondary to potentially contaminated foreign objects and to avoid meningitis. On the same day, the event outcome was resolved without sequelae. It was indicated that the event severity was severe and that event was related to a procedure. The device system was used to deliver dilaudid, bupivacaine, and compounded baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).